Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to mishandling of the scope during reprocessing. The event can be prevented by following the instructions for use (IFU) sections: chapter 5 reprocessing: general policy. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Event description:
The customer reported to olympus that the visera cysto-nephro videoscope was washed without cap (incorrectly reprocessed). No patient or procedure was involved.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the device failed the leak test, and the bending section cover rubber was ruptured. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.